Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09171. It was reported that there was a broken suture. The target lesion was located at an artery in the torso. A flexima¿ all purpose drainage was used. During the procedure, it was noted that the suture was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.